Event description:
Pt was doing well unitl a few months ago, started with pain in right hip with weakness and giving way with instability. Pt denies any specific instability. Pt diagnosed with polyethylene wear (non-stryker device) and osteolysis of femoral stem and loosening with a crack noted in cement mantle. Pt needed a revision of femoral stem and exchange of poly liner.